Event description:
On sep. 8, 1994 a physician was implanting a pacemaker. During the course of the operation the pt's ventricle was perforateed with a pacing lead. The perforation resulted in a paricardial affusion and tampinod. A thoracotomy was performed and the pericardium was opened and the fluid evacuated. At this time the pt was in satisfactory condition.